Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A video of the occurrence was provided and a sample was returned for evaluation. In the video provided by the customer, leakage appeared to have occurred from the dark green infusion connector. This leakage indicates there was a crack or short shot on the dark green connector or the barb of the cassette body. The returned sample was visually inspected and no obvious defects were found. A console representing the current software version was used to test the sample. The sample could prime and pass intraocular pressure (iop) calibration successfully. No air leak was detected during the priming process. No system message code was generated during functional and performance tests. A pressurized leak integrity test of the sample was performed; the sample met specifications. The investigation results were unable to confirm a malfunction associated with the customer¿s reported event. Although the video provided evidence that leakage occurred from the cassette, the root cause of the customer's complaint could not be conclusively determined as the returned sample met specifications. No contributing factors could be identified that could cause the reported complaint. The root cause for this complaint is not known, therefore, specific action with regards to this complaint cannot be taken. In-process controls are established to ensure each final assembled cassette is verified that all required tests have been performed and all acceptance criteria are met prior to release. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the cassette was leaking during surgery. The product was replaced and the surgery was completed. There is no patient harm.